Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting down. The customer¿s blood glucose was around 520 mg/dl, with small-moderate ketones that were not identified as dangerous by a health care provider. Customer contacted children's hospital for guidance on how to treat the blood glucose(bg) level and corrected bg level with a bolus via the pump. The customer continued to use the pump for insulin therapy.